Event description:
The caller reported that the test strips listed an expiration date of 9/30/2024 on the vial. The alleged labeling is incorrect. The expiration date of strip lot.498722 is 09/30/2021.

Manufacturer narrative:
Correction: d4 expiration date.